Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory patient notifier. Upon interrogation, the device found to be in backup vvi mode. A device download was performed successfully which resolved device functions. The patient was stable.